Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 100% stenosed lesion was located in the severely tortuous, severely calcified distal right coronary artery. The physician predilated the lesion with an unknown device and a 38 x 3.00mm taxus liberte long stent delivery system was advanced, but it was difficult to cross the lesion. The device was removed from the patient and it was noticed that the stent part was lifted. The procedure was completed with another with same device. There were no complications reported and the patient status is good.